Event description:
Related manufacturer reference number: 2017865-2021-39675. It was reported that a patient experienced noise on their right atrial lead. On (B)(6) 2021, the lead was explanted and replaced. The patient's right ventricular lead was stuck to the atrial lead that was being explanted and had to be explanted and replaced as well. The patient was reported as stable.

Manufacturer narrative:
The reported event of noise was confirmed. The lead was received by the lab in two pieces, with an abrasion to the external insulation layer present and exposing the outer coil. The cause was determined to be friction against the device 'can', the area which houses the circuitry of the device.